Manufacturer narrative:
Baxter received the device with reported symptom of does not turn on when the clamp is inserted into the keyhole, however the device was inadvertently not evaluated for the reported symptom. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not turn on when the clamp is inserted into the keyhole. There was no known patient injury or medical intervention associated with this event. No additional information is available.